Manufacturer narrative:
A ge representative evaluated the system and replaced the gib pcb. System operates as intended.

Event description:
Customer reported images fade out to black. No pt injury was reported.